Manufacturer narrative:
This report is being submitted to relay corrected data and additional information.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was corrected/updated: 887. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. H10: narrative/data was updated. One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual inspection of the as returned product identified that the implant shows signs of removal damage at the drive feature. The mount was not returned, nor were any fractured mount components identified. No pre-existing conditions were noted. The reported product was located on tooth # 3 (universal) and was removed the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 63817875. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63817875) for similar event and no other complaint was identified utilizing keyword(s) fracture : mount. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (mount fracture) or product (tsvwb11). Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). Weight unknown / not provided, unique device identifier unknown. Additional PMA/510(k) number: k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor indicated implant carrier fracture. The implant torque was large and it was released through reverse rotation. After repeating 3 times, the implant carrier broke. The hexagonal connection was stuck in the implant and was removed using tools. The implant was damaged. So the patient was re-implanted with another implant with same specification in the same surgery. Tooth site # 3.